Event description:
(B)(6) states the dealer states the arm tube is broken, the back is also broken, and the chair two displays and both mounts are broken, the chair is missing the front and rear shrouds. No injuries reported.